Event description:
It was reported that revision surgery was performed due to pain and elevated blood cobalt levels. At the time of revision, an adverse reaction to metal debris and metallosis were suspected.